Manufacturer narrative:
The field service engineer (fse) found the sample probe, the rinse mechanism, and the reagent probe were misaligned after the customer changed the cuvettes. The fse adjusted the sample probe, the rinse mechanism, and the reagent probe. The mechanism and diagnostic checks were acceptable. The customer performed calibration and qc that were acceptable. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable results for patients tested for online rdm vancomycin gen. 3 on a cobas 6000 c (501) module. There was an unspecified number of patients involved. The initial vancomycin results were 4 ug/ml. The repeat results were 12 ug/ml to 16 ug/ml on a different instrument and deemed to be correct. There were questionable results reported outside of the laboratory. There was no allegation of an adverse event. The qc was acceptable. The customer was not using the recommended rack adapters. The vancomycin reagent lot number was 35081501 with an expiration date of 31-jan-2020.